Event description:
On 7/19/94 faulty purchased 2 pt lifts. Since that date, have had numerous repairs on the column and other parts of the lift. Have had 2 near misses involving residents; 1 was stuck up on the highest level of the lift and lift would not descent for approx 10 mins and other near miss was a resident dropped in the sling on the lift approx 1 foot. Facility has taken the lifts out of circulation due to the potential safety hazard. Have tried to work with the MFR but to no avail. The lifts have been broken down every 3 months since date of purchase.